Event description:
The customer reported that there was quite bit of difference between readings on the insulin pump, and she eventually replace the sensor. The blood glucose reading was 125mg/dl and the sensor glucose reading was 155mg/dl. The customer is new to the system and she is not sure what is normal and what is not sometimes in the morning when she wakes up. The caller mentioned that her sensors were bent in the past. She stated that the escape button was not functioning. Advised the customer to discontinue use of the insulin pump and revert to a back-up. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed. (B)(4).